Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a device is turning itself off when trying to start an infusion during testing. There was no patient injury.

Manufacturer narrative:
Device evaluation: one device was received. During the visual inspection, it was noted that the tamper seal was missing, but no other signs of damage were present. During the functional testing, the pump unexpectedly powered down and displayed a power loss message. The root cause was found to be that the original batteries were depleted. New batteries were installed. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.